Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl. Cause was not known. A manual injection was delivered to address bg. Reportedly, the customer experienced a headache, nausea and a metallic taste in mouth. Customer reverted to an alternate form of insulin therapy.